Event description:
During the advancement of a coronary stent with delivery system toward the target lesion site in the pt's coronary artery, the stent came off of the delivery balloon and remained on the guidewire. The delivery system was withdrawn from the pt without complications and a snare wire was used to successfully retrieve the stent from the pt's body. Another stent was successfully placed at the target lesion site. There were no clinical sequeale reported relative to the event.